Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and loss of capture. The patient underwent surgical intervention to replace the lead. It was mentioned that there was no asystole. No additional adverse patient effects were reported. The lead is not expected to return.